Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected remotely and confirmed that the system was not booting up. Upon troubleshooting, it was found that the pdu fan tray needs to be replaced. To resolve the issue, the customer replaced pdu fan tray, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.